Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis reported having developed a severe case of peritonitis. Follow-up with the primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, durations not provided); however, on (B)(6) 2023, the preliminary 72-hour peritoneal effluent culture result returned positive for staphylococcus epidermidis. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without reported issue, and her antibiotic regimen/route (intravenous) was adjusted based on the cultured organism (drugs, dosages, frequency, durations not provided). The patient will likely return to pd therapy once the infection has cleared. The pdrn stated the cause of the peritonitis is currently unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis reported having developed a severe case of peritonitis. Follow-up with the primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, durations not provided); however, on (B)(6) 2023 the preliminary 72-hour peritoneal effluent culture result returned positive for staphylococcus epidermidis. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without reported issue, and her antibiotic regimen/route (intravenous) was adjusted based on the cultured organism (drugs, dosages, frequency, durations not provided). The patient will likely return to pd therapy once the infection has cleared. The pdrn stated the cause of the peritonitis is currently unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed.there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis reported having developed a severe case of peritonitis. Follow-up with the primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, durations not provided); however, on (B)(6) 2023 the preliminary 72-hour peritoneal effluent culture result returned positive for staphylococcus epidermidis. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to hd without reported issue, and her antibiotic regimen/route (intravenous) was adjusted based on the cultured organism (drugs, dosages, frequency, durations not provided). The patient will likely return to pd therapy once the infection has cleared. The pdrn stated the cause of the peritonitis is currently unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient remains hospitalized and is recovering from the serious adverse events.